Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that pump accidently slip from the belt line and hit the gas cylinder, and would not turn on at all. The display of insulin pump did not returned after they changed battery and was restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.